Event description:
It was reported that a caller experienced an issue with their mobile app freezing while attempting to deliver a bolus through an iphone 13 pro. There was no adverse impact to the customer's blood glucose level. The technical support team instructed the caller to uninstall and reinstall the app and attempt a pump reset, but the issue persisted. Customer reverted to an alternate method of insulin delivery.